Manufacturer narrative:
No conclusion can be drawn as repair info is not available. The customer cancelled the service call.

Event description:
The customer reported the system displayed a pre-charge error. This error could cause the system to not complete boot up. No pt injury was reported.